Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. Information updated to reflect the correct complaint awareness date and initial reporter information and to add the return evaluation results below. The product was returned for evaluation, and subsequent testing verified the complaint. The underlying cause was identified as the compressor had a piston failure.

Event description:
Allegedly, nebulizer is no longer making mist.

Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Allegedly, nebulizer is no longer making mist.